Manufacturer narrative:
(B)(4). Concomitant medical products: g7 dual mobility liner 38mm c, pn 110024461, ln 855180. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00288. Associated: act artic e1 hip brg 28x38mm, pn ep-200144 ln 945700, unknown stem, pn unknown, ln unknown, unkown head, pn unknown, ln unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revised surgery due to the disassociation of a liner from the shell.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.